Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events that were related to the reported condition. During evaluation, the device passed both the homechoice return instrument test/evaluation (rite) electrical test and home choice rite functional test. The device was evaluated and no failures or malfunctions were identified that could have caused or contributed to the reported difficulty. The root cause of the reported issue cannot be determined. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the occluder bar of a homechoice (hc) machine had been cutting the tubing and letting air into the lines during use. The caregiver (cg) had disconnected the home patient (hp) and performed a manual exchange. The technical services representative (tsr) arranged to swap the hc and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.